Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Pc: surgical intervention, medical device removal. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, an original posterior spinal fusion was performed treating spinal stenosis by stabilizing l2-l5. On (B)(6) 2019, an extension procedure for intervertebral fusion was performed due to asd (adjacent segment disease). It was found that the setscrew (199721001s) implanted on the l4 right had come off. Also, the setscrew (unk) on the l5 right was loose. The procedure was completed without a surgical delay. No further information is available. This complaint involves two (2) device.